Event description:
It was reported that just over two months post implant the patient had been experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. It was noted that the diaphragmatic stimulation was reported as a pulsation in the patient's chest/back area. The lead was reprogrammed and remains in use and it was noted that the diaphragmatic stimulation had improved. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen at the clinic and complained of feeling an occasional poking sensation in their back. The left ventricular (lv) lead was reprogrammed. The lv lead remains in use and the clinic will evaluate diaphragm stimulation at the next visit. It was noted that the patient reported later that since this change they have not felt the poking sensation in a long time and believes it might be related to what they eat. No further patient complications have been reported as a result of this event.